Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)'), pelvic adhesions ('lysis of adhesion') and myomectomy ('myomectomy') in an adult female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaint". The patient's medical history included blood pressure high. Concurrent conditions included uterine fibroid and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic adhesions (seriousness criterion medically significant), was found to have hormone level abnormal ("hormonal changes") and underwent myomectomy (seriousness criterion medically significant). The patient was treated with surgery (hydrothermal ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, alopecia, hormone level abnormal, fatigue, migraine, nausea and vaginal haemorrhage had not resolved and the abdominal pain, vaginal infection, headache, mood altered, pelvic adhesions and myomectomy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood altered, myomectomy, nausea, pelvic adhesions, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, apareunia, dysmenorrhea (cramping), menorrhagia. Vaginal infection, vaginal discharge, hair loss, hormonal changes, fatigue, migraine, headaches, nausea and mood changes. Discrepancy noted in removal date- (B)(6) 2016. Discrepancy noted in date of insertion (B)(6) 2015. It was noted that there were 3 coils protruding from the ostium. Most recent follow-up information incorporated above includes: on 1-feb-2021: medical records received. Lot number added. Event menorrhagia make serious incident. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and mood altered ("mood changes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, alopecia, hormone level abnormal, fatigue, migraine, headache, nausea and mood altered outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, apareunia, dysmenorrhea (cramping), menorrhagia. Vaginal infection, vaginal discharge, hair loss, hormonal changes, fatigue, migraine, headaches, nausea and mood changes. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received-event injury to herself removed and new events chronic pelvic pain female, abdominal pain, apareunia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal infection and vaginal discharge, hair loss, mood changes, hormonal changes, fatigue, migraine, headaches and nausea were added. Patient demography added. Updated suspected drug indication. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female'), pelvic adhesions ('lysis of adhesion') and myomectomy ('myomectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaint". The patient's medical history included blood pressure high. Concurrent conditions included uterine fibroid and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic adhesions (seriousness criterion medically significant), was found to have hormone level abnormal ("hormonal changes") and underwent myomectomy (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, menorrhagia, vaginal discharge, alopecia, hormone level abnormal, fatigue, migraine, nausea and vaginal haemorrhage had not resolved and the abdominal pain, vaginal infection, headache, mood altered, pelvic adhesions and myomectomy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood altered, myomectomy, nausea, pelvic adhesions, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, apareunia, dysmenorrhea (cramping), menorrhagia. Vaginal infection, vaginal discharge, hair loss, hormonal changes, fatigue, migraine, headaches, nausea and mood changes. Discrepancy noted in removal date- (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : event added- vaginal haemorrhage, pelvic adhesions, myomectomy, device monitoring procedure not performed. Reporters information added. Outcome of events given in the sd updated to not recovered/not resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)'), pelvic adhesions ('lysis of adhesion') and myomectomy ('myomectomy') in an adult female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaint". The patient's medical history included blood pressure high. Concurrent conditions included uterine fibroid and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic adhesions (seriousness criterion medically significant), was found to have hormone level abnormal ("hormonal changes") and underwent myomectomy (seriousness criterion medically significant). The patient was treated with surgery (hydrothermal ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, alopecia, hormone level abnormal, fatigue, migraine, nausea and vaginal haemorrhage had not resolved and the abdominal pain, vaginal infection, headache, mood altered, pelvic adhesions and myomectomy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood altered, myomectomy, nausea, pelvic adhesions, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, apareunia, dysmenorrhea (cramping), menorrhagia. Vaginal infection, vaginal discharge, hair loss, hormonal changes, fatigue, migraine, headaches, nausea and mood changes. Discrepancy noted in removal date- (B)(6) 2016 discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. It was noted that there were 3 coils protruding from the ostium. Lot number: c40241, manufacture date: 2014-04, and expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.